Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the patient was ¿drunk¿ from the anesthesia and mentioned they had pain where the leads are placed. The patient also reported that they were sick to their stomach. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was not resolved at the time of report. Follow up information received on (B)(6) 2019 from the trial patient reported that they were still sick to their stomach, coughing, and running a fever (which they never did. The believe they had an infection. There were no further complications reported or anticipated.